Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with heavy calcification and heavy tortuosity. After stenting and removing the balloon, during removal of the hi-torque (ht) balance middleweight universal ii guide wire, the guidewire became stuck in the posterior lateral branch of the rca. After a few attempts of pulling the guidewire with slight force, it unraveled as it was removed from the guide catheter. The radiopaque tip of the guidewire was visible on angiogram in the distal portion of the rca extending throughout the entire vessel. An attempt was made to remove the lost piece of guidewire; however, it was unsuccessful. The patient was kept an additional night in the hospital to return to the cath lab the next day as the physician requested help from another physician and needed additional supplies. Multiple attempts were made to remove the guidewire with a snare device and the additional supplies but the attempts were unsuccessful and the guidewire was left free-floating in the patient anatomy. The physician thinks the guidewire broke off at the radiopaque weld and unraveled in the vessel as it was pulled out of the guide catheter. The patient will be on dual antiplatelet drug therapy (dapt) for the rest of her life. No additional information was provided.

Manufacturer narrative:
Lot number - unknown as it was not provided by the account. Medical device problem code 2017 - excessive force. The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product were not performed because the lot number was not reported. It was reported that the guide wire was attempted to be removed from the anatomy with slight force when resistance was met. It should be noted that the hi-torque guide wires instructions for use states: do not push, auger, withdraw or torque a guide wire that meets resistance. Although it was noted the physician used slight force in the attempts to remove the device, this was due to the guide wire interacting with the patient¿s anatomy, therefore, the force applied during removal of the device appears to be a reasonable clinical response to the difficulty. The investigation determined the reported difficulties and subsequent treatments appear to be related to the operational context of the procedure. Additionally, the separated portion of the guide wire was unable to be removed from the anatomy and remains free-floating. There is no indication of a product quality issue with respect to manufacture, design, or labeling.